Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49mg/dl as well as cannula was fractured. Customer¿s current blood glucose was 124 mg/dl. Customer reports the sensor cannula is still in the body. Sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. 2nd sensor performed visual inspection and found sensor cannula retracted inside sensor base and found cannula in full during analysis. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 2 needles.